Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The exact cause of the reported failure for the insulated distal tip breaking off could not be determined at this time. The most likely cause for this type of sheath damage can be attributed to excessive pressure/stress applied during the procedure. During an attempt to retrieve the device, the facility reported that they contract a third party service provider to perform repairs. It is unknown if the resectoscope inner sheath had been previously repaired. The instruction manual contains a warning statement in an effort to prevent damage, "always keep sheaths parallel to one another when assembling and disassembling. If the inner sheath is inserted or removed at an angle to the outer sheath, the lateral force applied to the inner sheath may crack, loosen, break, or otherwise damage the sheath's insulated distal tip. A broken tip, or fragments of a damaged tip, can potentially pass through the outer sheath and into the patient. If drag or resistance is encountered during assembly or disassembly, stop-align working element and sheath parallel to one another before proceeding. Refer all repairs to olympus (gyrus (B)(4)) authorized service personnel."

Event description:
Olympus was informed that during a hysterectomy procedure, the insulated distal tip of the inner sheath broke off while inside the patient. The surgeon believed that the insulated distal tip was still inside the patient. X-rays were taken to locate the broken component, but the results were negative.